Event description:
The pt called to report a call servide alarm. Pt removed the batteries and rebooted the pump. Pt then primed the pump and checked the settings. The alarm would not resolve. The units remaining were not accurate. Replacing the batteries did not silence the alarm. The pt will go on injections.